Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the kit was assembled according to the technique guide. Upon applying pressure to the entry point, the 16.5 reaming head would not cut. After a few attempts, the surgeon began to disassemble the ria device and noticed the drive shaft was broken at the tip. It was reported that the breakage of the device did not occur inside the patient. There was approximately 1cm of the drive shaft tip missing and it was concluded that the device was returned from sterilization broken prior to pre-op and patient contact. The drive shaft was changed and the device operated as it should. The desired results were achieved.